Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock that was detected as ventricular tachycardia (vt) but was thought to possibly be supra ventricular tachycardia (svt). Undersensing was noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and the ra lead remain in use. No further patient complications have been reported as a result of this event.